Event description:
A transurethral resection (tur) procedure was being done when the resectoscope working element (electrotome) began to spark. This occurred where the proximal end of the cutting loop electrode enters the isulated plastic housing. This part is not in the pt. The cutting electrode was changed, but the sparking continued. However, the case was completed with the device in question and no pt problmes were reported.